Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 420 mg/dl. The customer had changed the infusion set the morning of the hospitalization and experienced high blood glucose levels all day. Troubleshooting was performed and the insulin pump had the correct time. The tubing clamp was not present to perform the high pressure test. Nothing further was reported.